Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with ams "elevate prolapse repair system;" the reason for implant and the date of implant was not reported. The plaintiff's attorney alleges that the plaintiff "has suffered/will continue to suffer pain, suffering, disability," and "impairment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.